Event description:
Since 6 month patient had pain in the hip. Revision due to stem loosening. Stem + head have been removed. It is the second revision.

Event description:
Ref MFR # 3005180920-2015-00088.